Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a cma administered a vaccine to a patient and implemented the safety cap on the syringe by pushing the safety cap against the table. The cma then went to set the syringe on the table with their right hand and with their left hand grabbed a band-aid for the patient. The cma was stuck on the left-hand forefinger with the needle. It was stated that after the stick, the needle had unscrewed, and the vaccine's pre-filled syringe fell to the floor and that is when the cma noticed that the needle had apparently bent separating from the safety cap and had malfunctioned allowing the needle to not be protected by the safety cap. Additional information received on 11oct2024 stated that the cma was seen in employee occupational health & wellness, had blood drawn, and is on medications for prophylaxis.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure mode.¿ as such, a root cause could not be determined.¿ ¿we will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
The 510(k) number was added to section g4.